Event description:
Ge amx 240 portable x-ray machine laterality, depending on exam, will display incorrectly and will populate on sectra pacs as incorrect laterality in exam description. Example: a left ankle x-ray is ordered. An x-ray of the left ankle is obtained with the correct lead marker placed on the x-ray cassette. When the images are sent to sectra pacs, the exam description populates as xr right ankle. Manufacturer response for portable xray machine, ge amx 240 portable x-ray machine (per site reporter).